Event description:
It was reported that a patient presented remotely via merlin.net. It was found that there were no remote transmissions, indicating a loss of radio frequency(rf) telemetry. Corrective programming changes and hardware installations were made and successfully restored rf telemetry. The patient was stable throughout and no adverse consequences were reported.